Event description:
It was reported that during an unspecified procedure, the sentinol nitinol biliary stent sys became stuck on another mfrs guide wire. The lesion being treated was in the superior femoral artery (sfa). While attempting to advance the sentinol nitinol biliary stent system over another MFR's guide wire, the stent delivery system became stuck on the wire. The stent delivery system and the guide wire were removed as one without incident. Another sentinol stent and guide wire were used and the procedure was successfully completed. No pt injuries or complications were reported. The pt's status was reported as 'fine'.